Manufacturer narrative:
The isolated stand alone pcba was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The standalone pcba passed bench test. All l.e.ds were functioning as normal and fans were operating correctly. No functional problem found. But it did fail visual inspection. The connector and one of the fan housings were cracked/damaged. Physically damaged board assembly. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000447, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the fuses, standalone board and x-ray relay which resolved the issue. They completed a full system checkout and the system was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had made one spin using the system and then the system was stuck in initialization. They had rebooted the system but was unsuccessful in getting the system up and running. There was a small delay in case as the removed the system from the room after the initial scan. There was no impact on patient outcome.